Event description:
It was reported that post-implant, prior to discharge, it was observed that the right atrial (ra) lead had dislodged. During revision, the helix would not extend. The physician discarded the ra lead and opted for a new ra lead, completing the implant successfully with all lead parameters within the normal range. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination noted the inner coil was overtorqued at the connector region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of helix mechanism was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. The full helix extension length was measured within specifications.